Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from the thread very easily or it is already detached when opening the package.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code-batch regarding needle missing/detached and closed as confirmed after the analysis. We manufactured (B)(4) of this code-batch. There are (B)(4) units blocked in b. Braun surgical's warehouse. We have received 27 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of all samples received and the results are: 0.66 kgf in average and 0.01 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum) one of the samples does not fulfil the minimum (sample already detached when opening the pack), but 1 low value in (B)(4) tested units is accepted, according to the requirements of the european pharmacopoeia (ep). However, considering that there are previous confirmed complaints regarding this code-batch for the same issue, we will consider this complaint as confirmed. Reviewed the batch manufacturing record, this product had an incidence during process, but batch was released fulfilling usp/ep and bbs requirements. Final conclusion: taking into account that the results of samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.